Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verity failed battery test and battery out limit due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit alarm. Blood glucose level at the time of the incident was 123 mg/dl. Customer states the pump alarmed after battery change and battery was out of the device greater than duration allowed. During troubleshooting, contacts were damaged and the battery cap was stripped. The insulin pump was returned for analysis.